Event description:
Report received of no audible alarm tone. During routine preventative maintenance testing by the user facility, the biomedical engineer reported that the device did not sound an audible alarm tone on the low volume setting on channel c. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.